Manufacturer narrative:
Date of event is estimated based off the reported information that the issue occurred a month ago.

Event description:
It was reported that the catheter was broken. The target lesion was located in a liver vein. A direxion microcatheter was selected for use. During procedure, it was noted that microcatheter's nitinol hypotube broke in the center of the catheter. No patient complications were reported.